Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the allegation was just anecdotal. The rep reported they did not know if it was somebody who said it at a podium at a meeting, a colleague at some point, or during training 10 years ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported they had heard of patient¿s going through security and feeling increased stimulation or even standing on a podium, but those issue had been resolved. The indication for use is unknown.